Event description:
Customer reported that an asystole alarm was generated at the central pt monitoring system and the assigned caregiver did not receive the secondary alarm notification via the statview receiver. Customer also reported that this pt was under a dnr (do not resuscitate) order.